Event description:
It was reported that the headset of the infusion set was defective and leaking at the cannula which resulted in elevated blood glucose levels up to 500 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.